Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k921133 , k083572. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials has been found producing false positive results. Sub-culturing was performed for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: false positive microbial growth test (all vials).

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials has been found producing false positive results. Sub-culturing was performed for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: false-positive microbial growth test (all vials)

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.